Manufacturer narrative:
(B)(4). Film evaluation results are: a review of returned pre-implant 3d film report revealed that the patient had a 6cm max diameter infrarenal aaa. Beginning ~5mm below the lowest left renal artery, the proximal neck diameter was conical- shaped and ranged in diameter from 19 ¿ 21mm along a 15mm length. The infrarenal neck was severely angulated (noted as 73.4deg) and did not contain significant calcification. The distal aortic flow lumen diameter was ~28mm and contained areas of calcification. The take-off of the left common iliac artery was acutely angulated >90deg laterally. The lcia was 42mm in length and was aneurysmal near the iliac bifurcation. The lcia diameter ranged from 14 ¿ 17 ¿ 24mm. The right common iliac artery ranged in diameter from 19 ¿ 23mm, 31mm in length, and was minimally tortuous. Patent ima and lumbar arteries were noted on the images. Review of the implant procedural worksheet showed that the endurant bifurcate system was implanted in the patient. The 25 x 14 x 103 endurant iis bifurcate was implanted up the left side and placed distally into the proximal section of the left common iliac artery (near the acute bend), and was extended with a 16 x 24 x 82 limb into the aneurysmal section of the lcia. The 16 x 28 x 124 contra limb was implanted into the right common iliac. Per the worksheet, a type iiib transgraft endoleak was noted at the bottom of the sac along the left side of the overlapping bifurcate limb and extension. A 16 x 16 x 82 endurant limb was shown placed across the site of the endoleak, and it was noted that during final angiogram the endoleak was not found. No other complications were noted on the worksheet. Two short video¿s during the implant were reviewed. The first 4 second video revealed that an endurant stent graft system was implanted. The bifurcate had been brought up the left side, and opened with the contra gate on the left side. The distal end of the ipsi limb was implanted at the bottom of the sac, and the ipsi limb was extended ~3cm into the aneurysmal left common iliac artery. The ipsi/left limb extension was positioned proximally ~1cm distal to the flow divider; overlapping the ipsi limb by ~5cm. At the junction of the ipsi limb and extension, the limb extension appeared to compress in diameter (~50%) as it coursed inside the acutely angulated and narrowed portion of the lcia. Per the calibrated markers, the flow lumen diameter of the unsupported distal ipsi limb measured ~14mm, the flow lumen diameter across the limb extension near the take-off of the lcia measured ~7mm, and the left limb extension distal od measured 24mm. With the injector positioned inside the left/ipsi limb near the level of the flow divider, contrast was seen outside the stent graft at the bottom of the aaa, and appeared to be coming from near the limb junction just distal to the ipsi limb. The left limbs were patent, and blood flow was seen distal to the left limbs. No other stent graft issues were seen. The second 6 second video during implant revealed an endurant limb had been implanted across the endoleak location. The limb was positioned proximally near the level of the flow divider (just above the ipsi limb extension) and distally to the mid-level of the left common iliac artery ~2cm beyond the distal end of the bifurcate ipsi limb. With the injector placed just above the level of the flow divider above the ipsi limbs, no contrast was seen outside the stent graft; the previously seen endoleak appeared to have resolved. The left limbs were patent and no occlusion was seen distal to the left limbs. No other contrast injections were seen; therefore assessment of any issues at the proximal seal or contra limb could not be performed. The exact cause and type of endoleak could not be determined from the films provided. The location of the endoleak was near the left limb junction, just distal to the unsupported bifurcate ipsi limb where the ipsi limb extension coursed into the narrow and angulated left common iliac artery. Although it is possible that this was a type iii fabric endoleak, this appeared most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak.

Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of a 58.5x56.6 mm diameter abdominal aortic aneurysm. The proximal aortic neck diameter measured approximately 18.7 - 20.7 mm and was angulated 73.4 degrees. The proximal aortic neck measured approximately 15.5 mm in length. It was reported that during the index procedure, the bifurcate stent graft was implanted on the left side with ballerina technique. The contralateral limb of the bifurcate was cannulated and extended with a limb extension. The ipsilateral limb of the bifurcate was extended with another limb extension with 5 cm overlap, into the left common iliac artery. The proximal portion of the bifurcate stent graft, the overlapping area between the stent grafts and the distal portion of the limb extensions were ballooned. On the final angiogram, a type iii fabric endoleak from the left ipsilateral limb extension was observed. The physician confirmed the type iii fabric endoleak by injecting contrast with the pigtail catheter placed on the left side below the flow divider. The patient received treatment. The physician implanted another endurant limb extension just distal of flow diver down to 2 cm distal to the leakage area. Final angiogram showed endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.